Event description:
It is reported that the pt received an acetabular cup. It is unk whether the pt is monitored or a revision was performed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. A product failure cannot be confirmed. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The need for further corrective measures is not indicated at this time. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2015 to enter additional information which had been received on august 27, 2015. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above zimmer gmbh will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that a product liability claim was raised. The patient was implanted a durom acetabular component (B)(4) on the left side on (B)(6) 2009. Currently, the patient is being monitored due to loosening.